Manufacturer narrative:
Additional information: h2, h10 (investigation results) correction: g1, g4, h3, h6 (method, results, conclusion), h11 the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6)was performed from date of manufacture 06/20/2004 to the present date 12/14/2020 and confirmed that this device was previously returned for servicing 1 time. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.